Event description:
As reported by the field, during a stent assist coil embolization for severe stenosis of cavernous segment of right internal carotid artery, an EU 4.5x22mm stent 12 mm dw tip (enc452212, unknown lot) became impeded the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31045129) and could not pass through the microcatheter (mc). The stent did not enter the vessel. The physician removed the microcatheter and the stent from patient¿s body and switched a new microcatheter to complete the surgery. The original stent was used to complete the surgery. Additional information received indicated that an unspecified guide catheter was used with the mc prior to the encountered resistance. Additional information received indicated that after the microcatheter was placed in target vessel, during the process of the delivering stent, the stent was found to be impeded in distal end of microcatheter and could not pass through the microcatheter. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4 ¿ the product lot number is not available. Section e1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00744.

Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6, and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization for severe stenosis of cavernous segment of right internal carotid artery, an EU 4.5x22mm stent 12 mm dw tip (enc452212, unknown lot) became impeded the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31045129) and could not pass through the microcatheter (mc). The stent did not enter the vessel. The physician removed the microcatheter and the stent from patient¿s body and switched a new microcatheter to complete the surgery. The original stent was used to complete the surgery. Additional information received indicated that an unspecified guide catheter was used with the mc prior to the encountered resistance. Additional information received indicated that after the microcatheter was placed in target vessel, during the process of the delivering stent, the stent was found to be impeded in distal end of microcatheter and could not pass through the microcatheter. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. The device remains implanted; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.